Event description:
It was reported that post-paced t-wave oversensing was observed on the device during a remote follow-up. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.